Event description:
Customer reported a hospitalization for low blood glucose levels. Customer stated that she was found unconscious possibly due to too much bolusing or not eating enough food. Blood glucose level at the time of hospitalization was not known. Blood glucose level while hospitalized was 59 mg/dl. Blood glucose level was 121 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.